Event description:
Per complaint (B)(4), it was discovered that a patient experienced buccal plate perforation during initial placement of their dental implant. The implant was removed and replaced with a shorter implant at a different angulation within the same procedure, which was prolonged.